Event description:
It was reported that the asymptomatic patient's pulse generator exhibited intermittent inhibition of pacing due to oversensing noise. The oversensing issue was resolved by reprogramming. Patient was doing fine.